Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 44 mg/dl at the time of incident and the current blood glucose. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablets for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over delivery. It was unknown that the customer did used to auto mode feature at the time of event. Customer reported displacement verification test was passed. The insulin pump will not be returned for analysis.